Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the incoming data transmission reported indicated the right ventricular (rv) lead exhibited high threshold, and potential loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.